Manufacturer narrative:
The root cause was determined to be the partially frozen samples the customer ran. This was identified by the field service engineer.conditions of patient samples should be checked prior to placing the samples on the system. No system malfunction was identified.

Event description:
The customer questioned aliquot results for 2 patients tested for sodium (na), potassium (k) and chloride (cl) from the modular pre-analytics (mpa). The aliquot samples were first run on c501 analyzer with serial number (B)(4) and compared to a different c501 analyzer with serial number (B)(4). The customer thinks the results from the c501 analyzer with serial number (B)(4) are correct. Based on the data provided, the k results for both patients were erroneous and reported outside of the laboratory. Patient 1 initial k result from the aliquot cup from the mpa run on the c501 analyzer with serial number (B)(4) was 3.9 mmol/l. This patient also had an additional k result from the mpa run on the c501 analyzer with serial number (B)(4) of 33.5 mmol/l. The repeat results from the primary tube on the c501 analyzer with serial number (B)(4) were 4.5 mmol/l and 4.1 mmol/l. Patient 2 initial k result from the aliquot cup from the mpa run on the c501 analyzer with serial number (B)(4) was 3.7 mmol/l. The repeat result from the primary tube on the c501 analyzer with serial number (B)(4) was 5.0 mmol/l. No adverse event occurred. The k ise electrode lot number was not provided. The customer thinks the issue is with the aliquoter on the mpa and not with the c501 analyzers. The field service engineer (fse) visited the customer site and determined that the customer had run frozen or partially frozen samples on the mpa. The customer was advised to check the condition of the sample before running. Aliquoter alignments and proper volumes were checked. A leak test was performed and patient samples were run. No further problems were identified. The system is operating within specification.